Manufacturer narrative:
Correction information. B4: date of this report. D9:device available for evaluation? G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary: the endoscope was returned in february 2023 and inspected. Endoscope objective lens was found to be dirty. Also, lens has slight surface scratches. Lens was cleaned and adjusted angulation knob. The problem is intermittent and does not seem to be design related, but rather is impacted by the challenging environmental conditions in british columbia (insufficient colon prep and lipid rich contaminants) during colonoscopy. Site specific issues such as water quality are potentially a contributing factor. Improper reprocessing potentially caused image defects due to mucus adhesion during use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 27-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 27-jan-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, the gastroenterologist was trying to take photos of a suspicious looking polyp that has a high likelihood of being cancerous and could not clear the screen to take a good photo of it. They tried multiple times to take photos and had limited success. The gold standard of care has changed from taking multiple biopsies of these suspicious polyps to take multiple photos and refer on. This was unable to be accomplished due to the known pentax blurry image issue. We were eventually able to take a reasonable picture for referral but this took time, extended anesthesia time and was still less than ideal. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.